Manufacturer narrative:
Upon receipt and eval of the incident device, a final report will be issued.

Event description:
"Distal tip of the cannula shattered and pieces fell into the pt. It is uncertain at what point in the procedure this occurred. Pieces had to be removed from the pt."